Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the generator displayed error code e460. The issue occurred during a therapeutic, transurethral resection of bladder tumor procedure. The procedure was complaeted with a competitor device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation "error code e460" was likely due to a component failure of the internal electronic board. The most probable cause is electrical abnormality. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.